Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -5.00/4.0/090 (sphere/cylinder/axis) was implanted into the patient's left eye (os). On (B)(6) 2023 the lens tore/ broke during injection/delivery into the eye and also was implanted upside down. The lens was implanted; removed and replaced intra-operatively for a same model size and power lens. The replacement did not resolve the problem. See MFR# 2023826-2024-00057 for replacement lens.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- one similar complaint event(s) within associated lots were found.claim#: (B)(4).